Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evalution. When available, a device failure analysis will be submittd as a follow-up report.

Event description:
It was reported that in 2005, fluctuations of the basal electrodes impedances began. Since 2006, the status of the basal contacts changes now and then to high impedance. The last measurements showed electrode contacts 7 to 12 with high impedances. A defect of the active electrode is suspected.